Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information received from the trial patient reported that had a fever (99.5-100 degrees) and was sweating a lot. The trial leads were pulled on (B)(6) 2015 and still had a fever and felt miserable. It was also noted that since the trial the patient's jaw hurt and throbbed. The patient went to their primary care physician (pcp) where it was determined they had a sinus infection. The patient indicated that they were taking augmentin both before and after the trial procedure. It was noted that the physician did have a hard time placing the leads at t8 or t9 level. The patient stated that they did sweat a lot at night and was not able to change the "sopping wet" dressing during the trial. In addition, the patient reported that they were programmed too high which made their pain worse. The manufacturer's representative reprogrammed the device but they were too much in pain ("it hurt"), that the stimulation was too high, and felt like their spinal cord was overstimulated. They further stated that they felt like a "human jack hammer" and was on oral pain medications. It was noted that the patient was on a double dose of valium and percocet and that they were out of it. The patient also indicated that the physician was not in the room during programming. The patient stated that they felt overwhelmed and they were crying. They still had scabs on their back which itched. The patient was prescribed a new antibiotic which they were going to try for a few days. The patient did have a history of spinal stenosis. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.